Manufacturer narrative:
Product analysis : it was further observed at analysis that the changing of the parameters required additional force and difficult to change sometimes. The keypad membrane and encoder switch were replaced. The epg passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was unable to turn on. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) was unable to turn on due to a damaged on/off button. It was noted that powering on the epg was difficult and intermittently the on/off button was unable to work. The keypad button has been replaced by test keypad and then the epg passed the final test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.